Manufacturer narrative:
(B)(4). It was reported the cause of the peritonitis was unknown (previously not reported). At the time of this report the patient was on ¿treatment¿, unspecified, for the peritonitis and continues recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the recurrent peritonitis event. The cause of recurrent peritonitis was not reported. On an unreported date, the patient was treated with vancomycin (2 grams for five days, route and frequency not reported,) and injection fortum (route and duration not reported, 1 gram daily) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.